Manufacturer narrative:
The product was not returned. The lens remains implanted. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is (B)(4).

Event description:
An ophthalmologist reported inflammatory cells in an eye following an intraocular lens (iol) implant procedure. The patient experienced low vision and was treated with corticoid and anti-inflammatory eye drops. The physician's diagnosis was anterior uveitis and toxic anterior segment syndrome (tass). The lens remains implanted.